Event description:
The user fell about two months ago and sustained some minor bruising to the side of his face. The teachers at preschool reported that the user is not consistently turning to sound. Re-implantation took place on the (B)(6) 2020, after careful consideration due to the complication at first implantation.